Event description:
A customer reported a malfunction alarm on a pump. There was no adverse impact to the customer's blood glucose level. The customer was able to reset the pump independently, and the malfunction code did not recur. Technical support advised the customer to continue using the pump and to call back if the malfunction code reappears, which the customer acknowledged and understood.